Event description:
It was reported that this right ventricular (rv) lead was suspected to have fractured after exhibited intermittent, positional, high out of range impedances. A lead revision was performed, and the rv lead was surgically abandoned, and successfully replaced with a new lead. No additional adverse patient effects were reported.